Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, inflammation, mobility. Locator x4, this was a short implant, the locator was tall, dentist thinks too much stress.